Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's ipg was no longer communicating with external devices and has been deemed inoperable. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information was received indicating that surgical intervention was undertaken for the patient on (B)(6)2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
It was reported to abbott, a patient was unable to pair their patient controller (pc) to the ipg. Despite extensive trouble shooting and guidance from technical services, the issue persisted. The patient confirmed no recent surgeries or mris (system is not mr conditional). They had experienced a significant fall landing on the ipg. The last time the patient connected the pc to the ipg was months to a year ago. The ipg was replaced. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.